Event description:
The fsa (field sales associate) reported: on an unknown date in (B)(6) 2021 ((B)(6) 2021, will be used as date of event due to date be unknown), the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly the patient did not have any anatomy anomalies and no tortuosity in the arteries. It was reported that attending physician, dr (B)(6), was in a case reported on (B)(6) 2021 at (B)(6) hospital in (B)(6). She reported to the gore fsa that a similar event happened while she was a resident (prior resident physician at (B)(6) hospital in (B)(6)). Reportedly, she stated ¿that during a previous procedure while attempting to cannulate the contralateral gate, which was wide open, the physician could not advance the contralateral leg endoprosthesis. The device would not advance into the gate. The crossover technique was being used. The physician chose to perform an open procedure repair. The patient tolerated the procedure.¿ no further information is available.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The UDI for the device is not available since the device lot/serial number is unavailable.